Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that the thermal fuse tripped on the patient heater. The incident occurred before use on a patient. (B)(4).